Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. The patient reported that she has not had therapeutic effect since they first turned her therapy on ((B)(6) 2016). The patient was implanted on (B)(6) 2016 but was unable to turn the therapy on right away due to the bandages. It was noted she has increased the amplitude multiple times since turning the therapy on and feels stimulation all the time, but the only way she is comfortable is when she is laying down. If she is sitting or walking she feels an uncomfortable pulsation. This sensation began on (B)(6) 2016. It was recommended that the patient turn the amplitude down to a more comfortable setting. The patient has an appointment scheduled with her physician.

Event description:
Additional information received from the patient reported they were going to see their doctor on (B)(6) 2016 to change programs. It was indicated that device programming led to the lack of therapy and uncomfortable stimulation sensation. The lack of therapy and uncomfortable stimulation had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.